Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Went up in flames - oral-b [device catching fire]. Case narrative: female consumer via phone stated that her oral-b toothbrush went up in flames independently. No injury was reported.